Event description:
Supplemental report is being submitted due to the completion of the investigation on 14-jul-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot number c2025149 of echo-hd-3-20-c was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 11 may 2023. Proximal kink below the sheath extender observed. Needle removed from the device and proximal break observed below the sheath extender. Leur lock of syringe examined and observed to be off centre. Clarification was requested from the customer if any proximal kink/break was observed prior to return. Reply received: "there were no faults with the eus needle reported. The complaint was regarding the vacuum syringe." Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c2025149 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2025149. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause could be attributed to the device getting damaged during transportation or external storage causing the syringe luer to become distorted. The proximal kink and break noted in the lab evaluation were not observed by the customer prior to return and may have occurred during transportation/returns process. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the needle worked ok but the vacuum syringe would attach to luer lock. Confirmed quantity of (B)(4) device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the device getting damaged during transportation or external storage causing the syringe luer to become distorted. The proximal kink and break noted in the lab evaluation were not observed by the customer prior to return and may have occurred during transportation/returns process.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Needle worked ok but vacuum syringe would not attach to luer lock properly. It was bent. Unable to get it straighten. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: are images of the device or procedure available?: no. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))?: n/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)?: no. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope?: n/a. If the device is a procore needle, is the device damage located at the notch / core trap? :n/a, if no, please specify where the damage is located: _____________________ was gaining access to the target site difficult?: no. Was the device used in a tortuous position?: no. Was puncture of the target site difficult?: no. Please describe the anatomical location of the intended target site (pancreas) if the lungs, which lymph node was being targeted?: e.g. 4r, 11r, 12l etc. N/a. Please describe the size of the intended target site. N/a. If not with the device in question, how was the procedure performed and/or finished? : procedure completed with the device. Was the device damaged in packaging prior to removal?: no. Was the device damaged on removal from packaging?: no. Was force required to remove the device?: no. Did the patient require any additional procedures as a result of this event?: no. What intervention (if any) was required?: no. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day?: n/a. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)?: no. If yes, please specify what was observed and where on the device it was observed. N/a. What is the scope manufacturer and model number that was used?: aquilant eus scope was resistance felt while inserting the device through the scope?: n/a. Was the scope recently serviced / repaired?: n/a. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction?: no. Was the syringe used during the procedure, after the stylet was removed?: yes. Was difficulty experienced while retracting the needle?: no. Was it possible to fully retract the needle into the sheath before removing the device from the patient?: yes. Was the endoscope in a flexed or twisted position at any time during the procedure?: n/a. Was the stylet partially removed when advancing the needle into the target site?: no. How many samples were obtained (passes completed) with this needle?: n/a. Did any section of the device detach inside the patient?: no. If yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use?: no. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope?: no. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle?: no. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?: n/a.